Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative was initially able to replicate the issue. The representative did testing to see if any adjustments needed to be made. They allowed the system to cool and then was unable to replicate the issue. They filled the oil tank was filled and checked for arching but none was present. Multiple shots were taken during testing and the issue was not able to be replicated. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry was making a popping noise from the internal of the system. The site believed it to be electrical arching. The system was restarted and which enabled the site to use the system for a future case.